Event description:
It was reported that this incident involved a trauma pt with 80% burns. They were given a local anesthetic. The catheter inserted without difficulty. Approx 30 secs later, the pt showed regurgitation, generalized erythema, strong sweating and circulation breakdown. An anaphylactic reaction was suspected. Surgery was postponed and the pt improved with infusion of jonosteril (1500ml) and h1/h2 blockade. The catheter was removed and replaced with a non arrowgard catheter. There were no more complications.